Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the device does not work anymore. The hcp said the patient used the device for wrist pain. No further information was known. No further complications were reported.